Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture (loc) and high capture thresholds. A new non-boston scientific rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.